Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump exhibited an upstream occlusion alarm and air in line. It was reported that troubleshooting was unsuccessful. Per reporter there was 6.65 ml remaining for pump infusion. No adverse patient effects were reported. No additional information is available at this time.